Event description:
The surgeon was using the myosure when it started making a funny noise. Another myosure was opened to complete the procedure. Product had patient contact but no patient harm. Product is available for return. Manufacturer response: for myosure, (brand not provided) (per site reporter) email sent to rep for notification.